Manufacturer narrative:
(B)(4). The complaint states that the patient experienced diabetic ketoacidosis (dka) on (B)(6) 2015, resulting in medical intervention. It should be noted that diabetes mellitus is a known cause of dka.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that they experienced diabetic ketoacidosis (dka) on (B)(6) 2015, requiring medical intervention. Patient stated that her sister called for paramedics. When paramedics arrived at patient's home, they reportedly worked on patient for 1 hour. Paramedics administered unknown intravenous (IV) fluid at neck. Patient was transported to the emergency room (ER) via ambulance. Patient's blood glucose level was reported to be over 1000mg/dl upon arrival. Patient reported admission to intensive care unit (ICU). Patient spent 5 days in the (ICU), and 2 days in her own room, unit unknown. Patient reports hospital stay was a total of 9 days. Patient does not know if she was given any medications. Patient reports not being alerted of the high blood glucose level at the time of the event. Patient's sister later found the sensor on the floor. It is unknown if paramedics removed sensor. It is unknown if insulin pump was working properly at the time of the event. At the time of contact, patient reported her current condition as okay. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).